Event description:
Cautery machine was checked out by bio med on wednesday 2/22/95 for use on 2/23/95 as it was a loaner. Cautery unit returned to or wednesday afternoon with no comment from bio med to or personnel. Cautery unit used thursday morning. Unit became very hot to the touch which was noticed after physician requested cutting mode increase, and there was no change to tissue. Physician notified. Power turned off, unplugged and removed. MFR notified immediately. No apparent injury to pt.